Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation outside of a procedure. The rep indicated that the customer indicated that they were not able to navigate with axiem and the system was not connecting with axiem. The customer replaced the system and the axiem was working in that system. In later troubleshooting the issue could not be replicated and the axiem functioned normally with the original system, two registrations were done with the phantom head 3 with tumor. There was no patient involved with this issue.